Event description:
The customer reported that during a lobectomy end tones were provided by the generator, indicating a completed seal cycle. The surgeon noted oozing and opened another device to complete the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.